Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl. The patient reported that they did not want to do an update on their pdm (personal diabetes manager). It is unknown how the patient was treated and when they were released. Three follow ups were attempted but no additional information was provided.